Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that their cgm reading was low. The patient was not experiencing any symptoms but went to the emergency room (ER). When a fingerstick was taken at the hospital the blood glucose reading was 400 mg/dl. It was unknown what the cgm reading was at that moment. The patient was treated with intravenous fluids and saline. The patient recovered after treatment, and was discharged after 3 hours. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.